Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a thoraco/lobectomy. Two different reloads were fired with no issue. However, at closure the surgeon found a small yellow foreign material in the patient. The yellow foreign material was retrieved. The nurse said she had removed the shipping wedge and checked the opening/closing of the jaws. The sales rep found a yellow foreign material at the tip of the knife channel at the second reload anvil. There was no patient injury.